Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using totalys slideprep ce contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "since there are many cases where contamination occurs when the specimen is raised, it is possible that there is a problem with the equipment. I would like to take measures such as adjusting the equipment."

Manufacturer narrative:
H.6. Investigation: complaint reports contamination on slideprep (catalog number 491346) serial number (B)(6). Complaint alleges contamination in non-gynecological material, quad bundle tip touches the slide causing the contamination. There was no cross contamination from one specimen to another. Service replaced the quad spring and adjusted the quad height. Post intervention the instrument was left operating normally. Root cause is attributed to quad misalignment. This complaint is a confirmed failure of the instrument. DHR review revealed no abnormalities during build and test of this unit prior to shipping, as it is related to the failure mode reported. There are no corrective action plans or other corrections occurring. Bd quality will continue to monitor for trends associated with failure of "contamination / foreign matter." H3 other text : see h.10.

Event description:
It was reported that while using totalys slideprep ce contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " since there are many cases where contamination occurs when the specimen is raised, it is possible that there is a problem with the equipment. I would like to take measures such as adjusting the equipment.".